Event description:
It was reported that on (B)(6) 2022, while putting the proximal femoral nailing system (tfna), the cannulated connecting screw will not disconnect from the nail. The connecting screw was unable to be removed using the t handle ball hex screwdriver and it was bent in the process of trying to remove the connecting screw from the insertion handle and nail. Another set was opened and implanted a second nail with no problems. There were thirty minutes (30) surgical delay. There were no adverse events reported. This report is for one (1) cannulated connecting screw this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.010, lot: 3l86591, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: april 17, 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the connecscr f/insertion handle was received assembled with the 11/125 deg ti cann tfna 340/right - sile (investigated separately under pi-(B)(4)). No other issues or defects were observed with the device. A dimensional inspection was performed for the cannulated connecting screw and met specifications. A functional test was performed by inserting the hex screwdriver into the insertion hole of the screw, unscrewing action was not successful, mating devices remained tightly assembled. After using additional instruments for removal the screw and nail could be disassembled. Upon disassembling, the threads of the connecting screw were observed to present no damages, but remnants of foreign material was observed on the threads which could have contributed to the reported complaint condition. The complaint condition could be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cannulated connecting screw would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: - connecting screw with self retaining general tolerancing and dimensioning document. Dimensional inspection: measured dimensions: diameter of the threaded tip = conforming. Device used: caliper . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.